Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead was oversensing and inappropriate shocks were delivered. It was suspected that the lead had dislodged. The representative was trying to review the last episode in which a shock was delivered but the episode had been overwritten by other ventricular tachycardia episodes. No adverse patient effects have been reported.

Manufacturer narrative:
Additional information was received confirming the lead had dislodged and a revision was planned. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
--